Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of 433 mg/dl on his blood glucose meter when compared to a reading of 189 mg/dl on another brand of meter within a ten minute period. No decision to treat were made on the alleged faulty device. The difference in the readings was considered to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that evaluation, a follow-up report will be filed.